Manufacturer narrative:
B3-date of event is estimated. A patient underwent an ipg and lead revision was reported to abbott. It was determined the lead had migrated and the patient had discomfort at the ipg site. As a result, the ipg and lead were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site and ineffective therapy. Reportedly, the right lead migrated. As a result, surgical intervention was undertaken wherein the ipg, and the right lead were explanted and replaced. Effective therapy was restored post operatively.